Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The initial reporter, is a consumer from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter would not turn on with the button or test strip. As a result, the customer stated that on (B)(6) 2016 she experienced two episodes of ¿hypoglycemia¿ with fainting and loss of consciousness, one in the morning and one in the afternoon. The customer stated that she was unable to treat herself and her husband treated her with glucagon and sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being filed as a correction. The reported ¿report date¿ was incorrect on the initial submission. The correct report date is 11/28/2016.

Event description:
A customer reported that her adc blood glucose meter would not turn on with the button or test strip. As a result, the customer stated that on (B)(6) 2016 she experienced two episodes of ¿hypoglycemia¿ with fainting and loss of consciousness, one in the morning and one in the afternoon. The customer stated that she was unable to treat herself and her husband treated her with glucagon and sugar. No additional treatment was reported. There was no report of death or permanent injury associated with this event.